Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with pen. The customer declined to continue insulin pump troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat. The customer will monitor and call back if blood glucose continue to rise.